Event description:
Catheter fracture at entrance to the superior vena cava via fluoroscopy. Device implanted 1/12/96, at another facility. Pt is scheduled to follow up for catheter fracture with the other facility on 2/23/96.